Event description:
A 28 mm diameter x 16m diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at time of implant were not reported. It was reported that the stent graft had migrated and the pt had to have repeat limb relining due to a contained rupture. No additional clinical sequelae were reported.